Event description:
On an unknown date, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023 the patient experienced red skin with a small amount of creamy yellow drainage at the stoma site. An endoscopy was performed and the retention plate was found to be buried in the stomach lining. The provider attempted to pull the peg tube out through the stoma site, but broke it off from the internal retention plate. The provider was unable to unbury the internal retention plate endoscopically, surgery would need to be done. Multiple attempts were made to obtain follow up information without success.

Manufacturer narrative:
Reference number (B)(4). The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. H6 code of 4581 was chosen to capture the event of buried bumper syndrome. A buried bumper is a known complication of a peg tube placement. Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.